Event description:
An intended graft was implanted appropriately into the patient's aortic area to repair an aaa. A surgical complication occurred where a portion of the graft became dislodged and traveled down to the knee area.